Manufacturer narrative:
Results and conclusions summation- mi and occlusion, in the IFU and product risk assessment, are known adverse events associated with coronary stenting and are not necessarily and indication of a quality deficiency. Since there was no reported malfunction, there does not appear to be any indication of a sds quality deficiency. It is likely that the mi is a secondary effect of the occlusion. Although a conclusive cause for the patient effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency. The other three xience v stents are being reported under this manufacturer report number.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: occlusion and myocardial infarction (mi) are considered to be permanent impairments. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2009, in which four xience v stents were implanted, a 3.5 x 15 mm, a 2.75 x 15 mm and a 2.5 x 15 mm in the proximal lad lesion, and a 2.5 x 23 mm was implanted in the right pdx lesion. The following day before discharge, the patient experienced a peri-procedural myocardial infarction (mi) due to intraprocedural occlusion of a septal branch and was resolved at about one week later. No additional event or patient information is available.